Manufacturer narrative:
Occupation - perfusionist . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer was attempting to transduce the central lumen. They were unsuccessful and the console displayed a no cable error. The console was switched out but the same error was displayed. The fiber optic was disconnected. They stated that the central lumen flushed, and he had tried another transducer set. Connections to the red pressure adapter were correct, but they stated that the pressure cable end did not screw into the red adapter as it should although the pins fit. The possibility that it could be the wrong cable for the console was discussed and the customer agreed. The customer then revealed the staff's lack of understanding and experience with the device. They were advised to check other consoles for more cables. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)

Event description:
N/a